Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause of the observed ua 7 error was the defective load cell 2. The defective load cell was likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to ua 7 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test revealed that the load cell 2 was over reporting. The load cell 2 needs to be replaced to address the reported complaint. The archive data review showed multiple ua 7 error messages, thus confirming the reported complaint. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user replaced the lifeband and checked the driveshaft position but unable to clear the error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.